Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging inaccurate high comparisons performed on his onetouch ultra2 meter compared to both others meters and to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter was reading inaccurately on (B)(6) 2015, when he obtained alleged inaccurately high blood glucose results of "380 mg/dl" on the subject meter compared to "255 mg/dl" on an unknown doctor's meter and "272 mg/dl" on another unknown meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs' accuracy criteria. The patient also reported that the reading of "380 mg/dl" was high compared to his feelings/normal results. The patient manages his diabetes with oral medication, diet and/or exercise. He reported that for the previous month he had taken "exercise" he claimed that on (B)(6) 2015, he developed symptoms of "dizzy [and] blurry vision". He denied receiving any treatment for his symptoms. During troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure, his test strips had been stored correctly and the test strip vial was not cracked or broken. The patient had taken samples from the same approved sample site and he described the correct testing steps. However, the patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.